Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer the cs300 intra-aortic balloon pump (iabp) had ECG port isuue. No one was harmed on site.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, and the problem was found to be due to a fault in the frontend board pcb cable. ECG input to front-end pcb cable (0012-00-0976) and ECG patient trunk cable - 5 lead (0012-00-1155-02) have been replaced. Testing has been completed successfully. Unit has been handed over to the users in good working condition.

Event description:
N/a.